Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) defibrillation lead presented to the emergency room (ER) after receiving shocks from the device. Upon interrogation, the lead was exhibiting noise, oversensing, pacing inhibition, inappropriate anti-tachycardia pacing (atp), and inappropriate shocks. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.